Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the patient not feeling stimulation as much/overstimulated/ pain was due to the fact that they turned down the intensity (below patient threshold). They decreased intensity on the current program to prevent overstimulation symptoms. It was noted that the issue has been resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that their doctor wanted them to set up a meeting at their office with a mdt rep to adjust the treatment because patient has been getting real bad pain in the middle of their back and beltline of their hips. Patient mentioned that mdt rep called them today as they were leaving their appointment with hcp at 1pm; patient added that the rep asked if they tried switching groups and they said they had not because they were told to only use 1 group. Patient mentioned that they were told to only use one group and that they had group a set at 3.2 but it was like a medium tingle in their legs and the representative told them to take it down a little bit. Patient noted that the rep told them to take it down and they did and they can feel the stimulation but not as much now. Patient stated that the rep told them to call patient services for help. When asked for an event date; patient reported the day rep helped set up the system on may 5th and then on may 6th they were walking in the living room and had a sharp pain shoot down their leg and their left leg gave out on them and they fell and that the doctor wants the settings checked to see if the issue is the fall or the settings alone. Patient followed up saying that the rep thinks the settings get too high and the nerves are getting overstimulated; patient added that they told the rep they are hurting in the center of the thoracic area. Agent sent an email to the field per request of hcp.